Event description:
It was reported in a service report the lid above the release latch was smashed down into the latch release bar mechanism and the release latch bar return springs were installed improperly. No adverse consequence alleged.

Manufacturer narrative:
Release latch bar.